Event description:
It was reported that during the abdominoplasty procedure, the device had poor hemostasis. The surgeon was able to use the same device to control the bleeding and finish the case with no patient consequence. No information available on the patient. The device was discarded and will not be returned. Additional information received: the hand piece, which had close to 200 uses, had been used. Obviously, this would degrade the performance of the device. The patient did not require a transfusion. 5 and 3 were the settings on the generator, which were not changed during the procedure. No error codes arose during the case.

Manufacturer narrative:
(B)(4)